Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, this case is from health authority. While using sutures to suture the muscular layer of the uterine base, the suture broke and was replaced with new suture, thereby extending the surgical time. There were no adverse reported. Additional information was requested.